Manufacturer narrative:
Concomitants: 02-010-01-0335 femoral component. 02-012-45-3535 tibial tray. 02-012-35-3509 tibial insert. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported from an exactech egps level 1 clinical study, that a male patient,(B)(6) in weight, with a confirmed diagnosis of primary osteoarthritis, who underwent an initial knee procedure on (B)(6) 2021, reported instability on their 6 month follow up visit. Lateral instability of the patella due to arthroscopy failure was determined requiring additional surgery. The study indicates it is possibly related to the procedure and possibly related to the devices. The study indicates the outcome as resolved.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.